Event description:
Insulation break with low ventricular impedance.

Event description:
It was reported the lead had an insulation break and low ventricular impedance. The lead was capped and replaced. No patient complications were reported as a result of this event. The lead was subsequently explanted and returned.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: (B)(4): inner insulation breached, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was breached and had metal ion oxidation and the outer insulation had cosmetic environmental stress cracking; distal segment returned and analyzed.